Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on 1(B)(4) 2018 with the following findings: a review of the pump¿s black box showed evidence of occlusion due high force on (B)(4) 2018. During testing, the pump successfully completed the ez-prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of the occlusion issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. The returned battery cap was undamaged and able to fit securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.